Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of flipped and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: flipped and capsular contracture, baker grade unknown.

Event description:
Patient reported left side "flipped" and "fibrotic tissue" (captured as capsular contracture, baker grade unknown). The device remains implanted.